Event description:
Fluctuating blood glucose levels [blood glucose fluctuation]. Case description: medical device info: class iib. This spontaneous case was reported by a consumer as "fluctuating blood glucose levels" and concerns a male pt using innovo (start/stop dates unk) for diabetes mellitus. Medical history included hypertension. On an unk date the pt experienced fluctuating blood glucose levels during use of innovo. In 2008, the pt was taken to hospital by an ambulance. When using a new device the blood glucose levels normalized again. On six days later, the pt was discharged from hospital. On an unk date the outcome is reported as recovered. Reporter's causality: possible. Novo nordisk's causality: reportable.

Manufacturer narrative:
Device conclusion: visual and functional examinations were performed. The movement accuracy of the piston rod was measured. The result was within acceptable limits. During testing of the device, it has not been possible to detect any irregularities.